Event description:
The catheter was placed 8/22/97. Saline was noted along the catheter tubing after placement, so it was removed & replaced. After removal, the catheter was flushed, but no leakage was seen.